Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # p57d5p. Additional information requested but not received: to clarify "orange plastic materials are detached from stapler", did the staple drivers fall out of the reload? If not, which material are you referring to? Was the device damaged in any way? Did these pieces fall into the patient? If so, how were they retrieved? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: the analysis results showed that one ecr60b cartridge reload was returned with several drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, orange plastic materials are detached from stapler. Patient consequences were not reported.